Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope had no images. The event occurred during endoscopy procedure. The intended procedure was completed with olympus back up device. There were no reports of patient harm.